Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The investigation of the relevant raw material test certificates showed no deviation with regard to the material analysis, tensile strength and structural stability. The visual of the fractured surface showed nothing unusual. The exact cause of failure could not be determined the forceps were manufactured in accordance with the specifications. This complaint has been determined to be invalid.

Event description:
Reduction forceps broke during surgery.this is 1 of 1 report for (B)(4).